Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was overheating. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This event has been reviewed and deemed reportable, per global reportability tool f-s932. This MDR has been reviewed and submitted on (B)(4) 2014. However, due to a gateway failure, this report was resubmitted on (B)(4) 2015. Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device met all manufacture's specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.